Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 3 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that during surgery the doctor shot the stapler and the staples were not anchored or fixed in the abdominal wall. It was reported that the straps did not adhere the mesh to the tissue. The procedure was completed manually with pds suture. There were no adverse patient consequences reported.